Event description:
Info received indicates while testing the bed, the technician found a high ground resistance reading on the power cord plug. The technician noted the plug was worn from age and use.

Manufacturer narrative:
The technician replaced the ac power cord plug to repair the bed.